Manufacturer narrative:
The customer's provided qc recovery was found to be acceptable. Based on the available data, a general reagent issue could be excluded. The provided instrument alarm trace contained multiple abnormal probe sucking, sample short, ise noise, and calibration errors. The investigation determined that the issue found by the field service engineer was the root cause of the event.

Manufacturer narrative:
Unique identifier (UDI): (B)(4). The field service engineer (fse) found an issue with the na electrode and replaced it. Baseline instrument checks were performed and the customer completed successful calibration and qc.

Event description:
The initial reporter complained of discrepant high results for 5 patient samples tested for ise indirect na for gen.2 on a cobas 6000 c (501) module. The initial results were reported outside of the laboratory. The samples were repeated on a different c501 module; the repeat results were believed to be correct. The na electrode lot number and expiration date were not provided.